Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: guide wire separation. It was reported that during an lad stenting procedure, the coronary guide wire tip detached upon withdrawal. The guide wire was between the stent and vessel wall, as the diagonal branch had been protected. The tip of the guide wire remains in the patient. No additional event or patient information is available.

Manufacturer narrative:
.